Manufacturer narrative:
Physio determined that the cause of the reported failure was due to a failure of an inductor, designator l1 from the analog pcb assembly where legs 1 to 4 were open. The customer received a replacement device.

Event description:
It was initially reported that the device displayed its service wrench. Upon further inspection, it was observed that when the battery is installed into the device, it will emit a beeping sound and will not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.